Event description:
It was reported that prior to a revision, there were noted high impedances (when tested at 0.7 volts) on contacts 8-15 (all showed between 3400 and 4000 omhs). Contacts 0-7 showed impedances between 700 and 800 ohms. The high impedances persisted event after going through reference electrodes. It was stated that the implantable neurostimulator (ins) and extensions were replaced. Additional information received reported that the lead was checked multiple times intraoperatively with the new extensions and an external source without change. The decision was made to replace the lead as well. After replacement, all impedance measurements were normal. The patient was reprogrammed the next morning and was receiving effective parasthesia.

Manufacturer narrative:
Product ID: 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID: 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID: 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).